Event description:
On (B)(6) 2011 pt reported having issues with her infusion device beginning on (B)(6) 2011. Pt stated the down arrow button on the infusion device was the one she was having issues with. Pt reported the button does pop back out after being pressed. Pt stated the down arrow button did not respond to press. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.